Manufacturer narrative:
H.6. Investigation summary. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard winged gn 18ga x 1.16in had a retraction failure. This was discovered during use. The following information was provided by the initial reporter: the incident, which occurred on 06/03/20, is as follows: after use, the button that allows the needle to be retracted remains depressed, without the needle retracting.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard winged gn 18ga x 1.16in had a retraction failure. This was discovered during use. The following information was provided by the initial reporter: the incident, which occurred on (B)(6) 2020, is as follows: after use, the button that allows the needle to be retracted remains depressed, without the needle retracting.